Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was a blue fluid leak of approximately 1(one) liter from the instrument. The leak was not contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and determined that the needle vent line tubing had become disconnected and leaked clenz during the shutdown cycle; the tubing was reattached, resolving the leak. (B)(4).